Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported high impedance anomaly could not be replicated in the laboratory. The device was tested on the bench and no anomaly was found.

Event description:
It was reported that the patient presented to the or for device changeout. High pacing impedance, no sensing and no capture was seen on the atrial channel. Psa testing showed no issue with the atrial lead. Cloudiness was noted in the atrial port of the header. A new device was implanted.